Event description:
It was reported that during the pta/stenting treatment procedure, difficulty was encountered removing the express biliary ld premounted stent delivery catheter. Following successful placement of the stent in the brachiocephalic stem, the balloon was inflated to 9 atms resulting in a 10.25 mm ballon diameter. Following balloon deflation, resistance was encountered removing the catheter through the deployed stent causing the stent to move slightly. The catheter was successfully removed along with the introducer. The stent was confirmed to be completely covering the target lesion and no vessel damage was observed. No pt injuries or complications were reported.